Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection, temperature, impedance and irrigation tests of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material, a broken helix, and holes in the pebax. Temperature and impedance tests failed, with no values recorded on the generator or carto 3. The irrigation test indicated high pressures. Failure analysis identified resistance when an aluminum wire was introduced through the luer hub, caused by reddish material in the tubing in the tip area. Microscopical inspection revealed occluded irrigation holes and internal blockages with the same material. For the temperature and impedance failures, electrical and thermocouple (tc) wires were found to be open in the tip area, contributing to the test failures. A manufacturing record evaluation was performed for the finished device lot number 31290834l, and no internal action was found during the review. The high temperature reported by the customer was confirmed, as the device failed temperature, impedance, and irrigation tests. The potential cause of the observed issues, including holes in the pebax, may be related to device manipulation; however, this cannot be conclusively determined. The causes of the tubing and irrigation hole occlusions, broken wires, and damaged helix cannot be determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified reddish material, a broken helix, and holes in the pebax. During the procedure, high temperature readings were identified on the catheter when rf (radiofrequency) was being delivered. The generator system automatically stopped ablation when the temperature cut-off value was exceeded. A second device was used to complete the operation. There was no adverse event reported on patient.